Event description:
It was reported. We had a pyrosphere case where the implant was "radiolucent" on x-ray. Another implant was opened and came up as it should on x-ray. Additional information was requested by integra and received from the distributor on (B)(6) 2014. This was detected intra operatively. The first implant was explanted and a new one put in and surgery was completed successfully prior to closure. The surgery time was increased by approximately 30 minutes. There was no injury or adverse consequences to the patient reported.

Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.